Event description:
The hearing aid (h/a) user complained to the h/a specialist of pain in his ear following a repair at the factory. The specialist examined the user's ear & noticed a yellowish foamy material in the ear canal. The user was referred to a dr, who diagnosed an ear infection & treated it with antibiotics & advised the user not to wear the h/a in his ear until the dr checked his ear again.